Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, during a procedure for treating centrum fracture due to osteoporosis the trial balloon was inserted and inflated without an issue. Next, the stent balloon was inflated and then it burst. Liquid contrast medium was collected. Procedure was completed without any surgical delay. They checked the balloon postoperatively and found a hole on the tip. This report is for one (1) vbs w/balloon med. This is report 1 of 1 for complaint (B)(4).